Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Additional product: serial# (B)(6), h3: yes, serial# (B)(6), h3: yes, h6: the codes present in section h6 correspond to components/products that comprise the reported event. Product event summary: two (2) controllers (B)(6) were returned for evaluation. The ventricular assist device (vad) (B)(6) was not returned for evaluation. A review of the manufacturing documentation confirmed that the associated pump met all requirements for release. A review of the device history record for the controllers was not performed as the reported event is not related to a manufacturing or servicing issue. Failure analysis of the returned controllers revealed that the devices passed functional testing. Visual inspection of (B)(6) revealed contamination within both power ports and pump connector. Visual inspection of (B)(6) revealed contamination within the pump connector. In addition, internal visual inspection revealed a crack on a standoff post within both of the controller housings. These are additional findings not related to the reported event. The most likely root cause of the observed contamination found can be attributed to the handling of the device. Based on an investigation, the root cause of the crack was determined to be due to mineral oil applied to the controller¿s internal main gasket and/or to the silicone adhesive applied around the controller¿s internal battery coming into contact with the standoff post. The mineral oil and/or silicone adhesive contributed to environmental stress cracking. CAPA pr00517125 is investigating this issue. Log file analysis revealed (B)(6) was the primary controller in use during the reported event and (B)(6) was the backup controller. Log file analysis associated with (B)(6) revealed two controller power up events on (B)(6) 2024 at 07:26:24 and 07:27:08. The data point prior to the first loss of power revealed that a power source adapter was connected to power port one (1) and (B)(6) was connected to power port two (2) with 50% relative state of charge (rsoc). The data point recorded after the second loss of power revealed that a power source adapter was connected to power port one (1) and (B)(6) was connected to power port two (2). No anomalies were recorded leading up to the loss of power. The controller was without power for a max of 56 seconds. This was followed by four (4) vad stopped alarms starting at 07:28:10, indicating that the pump failed to restart after multiple attempts, and additional controller power up events. During the attempted motor starts, the data log file recorded high power consumption, which required more current from the battery connected. Leading up to the controller power up events at 07:35:57, 07:36:54, and 07:38:28, safety a lert word (saw) values were recorded on the only connected power source, (B)(6), indicating overcurrent alerts. It is likely that the overcurrent condition prevented the battery from providing power, resulting in losses of power to the controller. Additionally, 192 low flow alarms were logged since (B)(6) 2024. Log file analysis also revealed a motor start event recorded on (B)(6) 2022 at 19:01:04, in which the motor start parameters were atypical. Log file analysis associated with (B)(6) revealed several controller power ups with no associated motor start events and vad disconnect alarms since (B)(6) 2024 indicating that the driveline was not connected to the controller. Two (2) controller power up events were recorded on (B)(6) 2024 at 07:52:03 and 07:52:24 followed by three (3) vad stopped alarms starting at 07:52:39, indicating that the pump failed to restart after multiple attempts, and additional controller power up events. During the attempted motor starts, the data log file recorded high power consumption, which required more current from the battery connected. Leading up to the controller power up events at 07:53:42 and 07:54:43, safety alert word (saw) values were recorded on the only connected power source, (B)(6), indicating overcurrent alerts. It is likely that the overcurrent condition prevented the battery from providing power, result ing in losses of power to the controller. As a result, the reported low flows, atypical motor start parameters, and failure to restart events were confirmed. A possible root cause of the initial losses of power on (B)(6) can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. CAPA pr00544941 is inve stigating controller loss of power during pump start due to battery discharge overcurrent condition. Based on the available information, the most likely root cause of the remaining controller power-up events can be attributed to troubleshooting of the controllers and/or controller exchanges. The most likely root cause of the vad stopped alarms can be attributed to failures of the pump to restart after multiple attempts. (B)(6) is part of fca cvg-21-q3-21 (subgroup3). CAPA pr00532915 is investigating pump failures to restart. Based on an investigation conducted under CAPA pr00532915, the most likely root cause of the failure to restart and atypical motor start parameters events may be attributed to outer shroud contact that created more friction at the housing to impeller interface. Even though this CAPA is now closed, (B)(6) falls within the bounds of this CAPA. Based on the risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on the available information, the device may have caused or contributed to the reported event. Instructions for use, infection, hypertension, right ventricular failure, and death are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of infection. Possible clinical factors that may have contribu ted to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course, including care of the driveline exit site. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for a correction to g3. Date MFR rec. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: d1: heartware ventricular assist system ¿ controller d4: model#: 1420 / catalog#: 1420 / expiration date: 30-apr-2023 / serial#: (B)(6). D9: no h3: no h4: mfg date: 14-apr-2022 h5: no d1: heartware ventricular assist system ¿ controller d4: model#: 1420 / catalog#: 1420 / expiration date: 31-may-2023 / serial#: (B)(6). D9: no h3: no h4: mfg date: 13-may-2022 h5: no investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that during the hospitalization, the patient was being transported within the hospital when the ac adapter became disconnected, and staff replaced it with a battery. The vad stopped and failed to restart despite many attempts. The patient subsequently expired. During logfile review it was noted that there were multiple alarms, a loss of power occurred on two controllers, a motor start event with parameters outside of typical range, and multiple failed motor start attempts. The ventricular assist device (vad) is included in the subgroup 3 population for delay or failure to restart.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that when the vad was unable to be restarted there was no return of spontaneous circulation (rosc) resulting in "massive" pulmonary edema and in the absence of further therapy options, life saving measures were discontinued and the patient died.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. D4: UDI information is unable to be obtained as the product was distributed outside of the united states and d4 UDI is therefore blank. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) patient experienced an external driveline (dl) cable infection, hypertension and right heart failure requiring surgical treatment. A surgical incision/drainage and wound vacuum procedure were performed, also surgical relocation of the driveline. It was also reported that the vad exhibited numerous low flow alarms and review of log file data revealed a motor start event with parameters outside of the typical range. The ventricular assist device (vad) is included in the subgroup 3 population for delay or failure to restart. The vad and dl remains in use. No further patient complications have been reported as a result of this event.